Event description:
During a call to baxter's technical svc center, a customer reported a potential overfill situation. The home pt called regarding a low ultrafiltration (uf) alarm which appeared on the homechoice display in drain 5/5. The drain volume was 2854ml. The fill volume was 2000ml. The technical svc rep (tsr) helped the home pt to bypass into the last fill as requested. The home pt reported having no symptoms of overfill and did not want to return the device for eval. No pt injury or medical intervention was reported.